Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please elaborate further on the issue reported with the product? At the moment all I have been told is that on midline incisions patients were ¿spitting¿ the suture out. It was reported that the surgeon seen the stitch on a coil. Based on the report, was there any suture breakage or damage during the procedure? No breakage or damage to the suture. I believe they are referring to the coil of the product upon removal from the packaging. If product was removed, what was the appearance of the suture during the removal? It was cut out so getting a fair description will not be possible. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Yes, the was an intervention, the product was removed and the patient was closed with traditional suture methods with a positive outcome. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. I will have to follow up on this question. Could you kindly provide the lot number, please? N/a the product packaging was not saved and there are multiple lot numbers of product on the shelf. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For stratafix symmetric: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? For stratfix spiral: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Please describe any medical/surgical intervention required for this suture spitting including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2025 and barbed suture was used. During the procedure, the patient was spitting the suture out from the fascial layer. There was no breakage or damage to the suture. The suture was cut out and removed and the patient was closed with traditional suture methods with a positive outcome. Additional information was requested.